Event description:
It was reported that the procedure was to treat a lesion in the marginal branch. The mini vision failed to cross the lesion twice, and was retracted into the guiding catheter. As the stent delivery system was being retracted, the stent dislodged into the distal left main/proximal cx. A snare device was used to remove the stent from the pt. There was no pt effect reported.